Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was blocked at the filter during the infusion. The following information was provided by the initial reporter: "we have had some filters (20028e) that are not allowing fluid to pass thru."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that fluids are not passing through the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 20028e lot number 22049383 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set was blocked at the filter during the infusion. The following information was provided by the initial reporter: "we have had some filters (20028e) that are not allowing fluid to pass thru."